Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the initial procedure was in 2008, to treat a de novo lesion, with an 80% stenosis, mildly calcified and mildly tortuous distal right coronary artery (rca). Treatment was performed by direct stenting, using a 2.5 x 23 promus des, resulting in 0% residual stenosis. The pt returned for target vessel revascularization (tvr) at approximately seven months later. There was an 80% stenosis of the mid rca, not involving the study stent. The stenosis was treated with another co's bare metal stent, resulting in 0% residual stenosis and was discharged the next day. The pt was taking aspirin and plavix at the time of this event. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.